Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2009 at 12:49:25. Weekly hv- lead impedance trend data shows high impedance for min and max svc defib = 254 ohms between (B)(6) 2010 and (B)(4) 2011. Two ventricular nst episodes of <=190 ms occurred on (B)(6) 2011 23:33:19 and (B)(6) 2011 01:49:52.

Event description:
It was reported that the right ventricular lead shows noise consistent with lead fracture and was oversensing. The caller was inquiring if the lead may be fractured. It was noted that at the clinic they were unable to reproduce the episodes. The lead remains in use. No patient complications have been reported as a result of this event.